Manufacturer narrative:
Concomitant medical products, explanted on (B)(6) 2019. Item# 0100214158, lot# 2435692, durom us acet cmpnt 58/52 r. Item# 0100185146, lot# 2462048, metasul ldh, head adapter, m, 0, taper 12/14-18/20. Item# 0100185146, lot# 2462048, metasul ldh, head adapter, m, 0, taper 12/14-18/20. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Review of event description: patient underwent revision due to metallosis, pain and elevated metal ion levels. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprosthesis. Conclusion. The patient had a durom cup implanted together with a ldh head. Based on the available data it can be hypothesized that the implantation technique and positioning of durom acetabular cup potentially had influence on the reported event. Thus, the durom acetabular cup issue is known and addressed in wt123080. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4). The following reports are associated with this event: 0009613350-2020-00035, 0009613350-2020-00039.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was revised approximately eleven years post implantation due to metallosis, pain and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Conclusion: no further investigation required as this issue is known and addressed in cpt120001053 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).